Manufacturer narrative:
The pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 360mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found that the drive support cap was normal. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.